Manufacturer narrative:
(B)(4). The customer evaluated the 840 ventilator and performed tests on the unit. The unit passed all tests and calibrations and it was operating within the manufacturing specifications. The ventilator has been released for patient use.

Event description:
It was reported that, during patient use, a patient's family member received a mild electrical / static shock when touching a ventilator. There is no report of death or serious injury associated with this event.